Event description:
The customer's parent called and reported the insulin pump was frozen with no button response. The issue reportedly happened several times. There was also found to be missing information in software reports and the date was set to a month earlier. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip. An alarm was noted due to a corrupted history file. The insulin pump was received without specific information regarding information in carelink. However, the insulin pump was unable to upload to carelink due to the corrupted history file.